Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 31 may 2025,senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
On (B)(6) 2025, the user informed senseonics that the system showed results that were different from glucometer measurements. Based on the escalation analysis a sensor replacement was approved due to system performance deviation, and an RMA was issued for the return of the sensor for further investigation. Upon receipt, a visual inspection was performed, and no anomalies were observed. In-house testing of the returned sensor and sensor in vivo data indicated chemical degradation in one of the sensing areas which is indicative of hydrogel oxidation. However, it was appropriately de-weighted by the system thus not expected to contribute to the observed inaccuracy. Also, a review of the sensor in vivo data showed transient optical instability in one of the channels which most likely contributed to the inaccuracies observed by the user. However, the optical instability could not be reproduced during in-house testing. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab, such as the in vivo state of the sensor hydrogel. The user was offered a sensor replacement as a resolution. B4.date of this report (B)(6) 2025. G3.date received by the manufacturer? 29 august 2025. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.